Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an insulin pump froze and the buttons would no longer work. The customer's blood glucose was unknown mg/dl. The customer stated the she was in italy for two any half week vacations. The customer stated that she had an emergency back up a syringe and lantus. The customer was stated that she was dissatisfied with global service and we apologized for the incorrect information that was provided. No further assistance needed.